Event description:
Caller states patient received the following results on inform system 1 within 10 minutes: 57 mg/dl, 105 mg/dl, and 34 mg/dl. Patient then tested 30 mg/dl on inform system 2 within 10 minutes of the inform system 1 values. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551155, expiration date 03/31/2011). Reference medwatch report with patient identifier (B) (4) for the suspect device used in system 2.